Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed damage, such as split housings, a broken exhaust fan wire and damage to the primary motor and main printed circuit board assembly (pcba). This damage indicated that the driver was subjected to an impact shock. Review of the alarm history (eeprom) revealed an alarm that can occur during onboard battery exchange. Only permanent fault alarms are recorded in the eeprom. Intermittent, battery alarms and fault alarms that are resolved within three to four minutes are not recorded in the eeprom. The driver was functionally tested, and despite the observed damage, the driver passed all test acceptance criteria related to pressure requirements associated with normotensive and hypertensive settings, with no anomalies or alarms. The driver did not pass the test step related to the operation of the exhaust fan, because the severed wire rendered the exhaust fan inoperable. The reported fault alarm was not functionally duplicated during investigation testing, and there was no evidence of a device malfunction. It is possible that the fault alarm resulted from an impact shock. The freedom driver was repaired and serviced, and then it passed all final performance testing. The reported issue posed a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.